Event description:
A customer reported to baxter they noticed a leak in the tubing, before use. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a leak in a cassette was confirmed during the sample evaluation, it was observed that the cassette had an extra layer of sheeting around it. The assignable cause was determined as manufacturing issue since the cassette was observed to have an abnormality. Set was visually inspected with solution noted throughout set. Set was placed on machine for priming with alarm 158 noted, reloaded set and received alarm 158 again the second time set was loaded. Set was then tested underwater at 8 psi with leak noted in sheeting.